Manufacturer narrative:
The valve has not been explanted, the root cause can not be determined. The sophy adjustable valve does not have a selflocking system of the rotor. This one is taken into account in the risk analysis. The report was originally submitted in (B)(6) 2018 as an initial and follow-up report. As requested by the FDA, the initial report is resubmitted to correct/update the following items: MFR report # manufacturer contact. Type of report (initial and 30-day). Non-healthcare professional for occupation. No device, method, result and conclusion codes since they were known for the final report.

Event description:
The complainant says that her son is implanted with an adjustable valve. During his consultations at the hospital, it was found that the valve was in a position different from what it should be. The child does not have access to external magnetic fields. The valve was not explanted.